Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunctions of the drive tube leak/break. Since these reportable malfunctions are only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot d372 was conducted. There were no non-conformances. This lot met all release requirements. A review of kit lot d372 for the reported complaint issue shows no trends. Trends were reviewed for complaint categories, drive tube leak/break; alarm #45: red blood cell pump alarm. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation completed. (B)(4).

Event description:
The customer had called to report a drive tube leak/ break that occurred during treatment. The customer aborted the procedure and did not return any blood or products back to the patient. The patient was in single need mode with 738 ml whole blood processed. The patient was in stable condition and not affected by the incident. The customer mentioned that an alarm #45: red blood cell pump alarm sounded, but it was able to be resolved. The customer will not be returning the product(s) back for investigation.